Event description:
Spontaneous. Patient¿s mom stating that flow rate tubing, f1200, had crack in the tubing on side of where connects to syringe. Patient's mom stated that this is second time this has happened ever in over 18 years of being on therapy, despite being serviced by many other pharmacies last time it happened was a couple months ago (previously reported on (B)(6) 2020). Lot number: t.18232 exp: 7/16/2025 bar code: (B)(4). Unknown if patient missed a dose; no adverse event reported; unknown if product available for return. No further information known. Start date unknown since mom reported he has been on therapy for over 18 years. Tubing is used to infuse hizentra 20% at dose and frequency above. Reported to (B)(6) by: patient/caregiver.